Manufacturer narrative:
Section b5 and d6b ( explant date ) were updated.

Event description:
Additional information received that purge pressure and flows were maintained well within the normal ranges. There was no indication of pump issues. Unfortunately, the pump was explanted without onsite impella support and it was disposed of. Nothing is available for return.

Manufacturer narrative:
D1 was revised. The investigation was completed. Investigation summary: fluid leak-side arm: the cause of fluid leak-side arm was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported purge fluid leaking from the sidearm filter. Purge pressures and flow remained stable.